Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient received a button error alarm on her insulin pump, after the pump was exposed to moisture. Her blood glucose level was 202 mg/dl. It was advised that the customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad trace. The device had moisture damage on the electronic assembly. The unit was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.